Manufacturer narrative:
(B)(4). We are currently in the process of obtaining the defective upper head casing of the iw910jeu baby control mobile infant warmer from the medical centre. We will provide a follow-up report once we have received the defective casing and completed our investigation.

Manufacturer narrative:
(B)(4). The complaint infant warmer head was received at our fisher & paykel healthcare (fph) regional facility for service and was inspected by a trained fph service technician. Our analysis is accordingly based on inspection of the photographs of the damage provided by our service centre. Results: based on our inspection of the supplied photographs, it is likely that the observed damage on the warmer head is related to a known problem of incompatible cleaning solutions reacting with the polycarbonate plastic and acrylic components of the infant warmer. We note that the subject warmer was manufactured in 2005 and is almost 10 years old. Chemical reaction with the incompatible cleaning solution can result in gradual cracking and crazing of the warmer head. The infant warmer service manual for the affected unit features a diagram of the infant warmer which highlights polycarbonate and acrylic components and states the following: "caution do not clean the highlighted plastic surfaces with proprietary cleaning products containing either hydroxides, hypochlorites, peroxides, gluteraldehyde or cleaning products with a greater than 30% alcohol base"; "caution the chemicals used in these proprietary cleaning products may lead to discolouration, crazing and eventual cracking of the highlighted plastic surfaces." We have since revised our cleaning instructions to recommend specific proprietary cleaning wipes.

Event description:
A hospital in (B)(6) reported that the upper head casing of an iw910jeu baby control mobile infant warmer was cracked. This was observed during use on a patient. No patient consequence was reported.

Event description:
A hospital in (B)(6) reported that the upper head casing of an iw910jeu baby control mobile infant warmer was cracked. This was observed during use on a patient. No patient consequence was reported.